Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements over a two year time period. Additionally, the right atrial (ra) lead exhibited poor sensing. No noise was observed on either lead and all other lead diagnostics were acceptable. During a routine device replacement procedure, the leads were observed to have dislodged. It was noted that the patient exhibited twiddler's syndrome. The rv lead was surgically capped and abandoned and a new lead was successfully implanted. An attempt was made to implant a new ra lead, however, was unsuccessful due to patient anatomy. The chronic ra lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.